Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. There were no observations of noise, and all other measurements were normal. Technical services was consulted for data analysis. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. There were no observations of noise, and all other measurements were normal. Technical services was consulted for data analysis. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received in which technical services (ts) reviewed device data and confirmed there were out of range right ventricular (rv) pacing lead measurements. Additionally, there was intermitted noise observed in a few episodes. Ts recommended replacing the lead. At this time, the lead remains in service. No adverse patient effects were reported.